Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of tolerance subthreshold lead impedance patient alert is observed on (B)(4) 2011. Svc defib records a 101 ohm value on this date.

Event description:
It was reported that the lead impedance increased. The lead remains in use. No patient complications have been reported as a result of this event.